Event description:
It was reported that during a selenia dimensions procedure on july 7th, the vta was shaking. A field engineer examined the equipment and determined that the vta screw was broken off, vta screw was replaced as required. The system met the manufacturer´s specifications. No harm to the patient or staff was reported. No other information available.